Event description:
Information received from the field notes that the patient had just returned from surgery and the device was pacing at the maximum tracking rate of 140 ppm. The physician did not have access to a programmer to interrogate the device. The sensor was turned off and the device remained implanted.